Manufacturer narrative:
On 18 july 2017 the packaging and washing manager performed a visual inspection of the retrieved item and commented as follows: considering the implant that was not in a correct position, it is probable that during the transportation or implant storage the distal foam slightly disassembled from the implant and the plastic packaging, inner and outer, was broken due to the nature of the stem and because it was free to move. The displacement possibly occurred due to forces experienced during transportation. The packaging configuration allow more degrees of freedom for movement within the package. The carton box is broken as well in the middle part, sign of different forces possibly experienced during transportation.

Manufacturer narrative:
Batch review performed on 26 june 2017. Lot 102745: (B)(4)items manufactured and released on 15 september 2010. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received,

Event description:
When opening the packaging of the implant, the stem had pierced both blisters, inner and outer one. Only the white external packaging was not damaged. The stem wasn't implantable.